Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 477 mg/dl. The customer reported multiple no delivery alarms from the insulin pump during bolus. Troubleshooting was done. It was offered to the customer that the insulin pump would be returned and replaced and the customer accepted the offer. The customer was advised to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.